Event description:
It was reported that a physician attempted arteriotomy closure of the right common femoral artery after a diagnostic procedure. Reportedly, hemostasis was achieved with the clip; however, during removal, the device became stuck in the pt's artery. In accordance with the instructions for use, the device was removed by releasing the locking mechanism on the thumb advancer via the access ports. There were no reported adverse pt effects. Though requested, no add'l info was available.

Manufacturer narrative:
(B)(4). The customer reported the device was discarded. The lot number was provided. A review of the device history record did not produce any findings relevant to this report.